Manufacturer narrative:
G4: 02jun2020. B4: 03jun2020. The central processing unit (cpu) printed circuit board assembly (pcba) and the audio piezo buzzer (ls1) were returned to the manufacturer's failure investigation (fi) laboratory for evaluation. Visual inspection of the cpu pcba and the ls1 revealed no signs of physical damage and contamination. The cpu pcba was installed into the fi test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation flow sensor passed all testing, and no errors were generated. Testing of the ls1 determined that kohm measurement was out of specification. This piezo buzzer (ls1) was failing intermittently due the insulation resistance being out of specification at 435 kohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11nov2019.

Event description:
The customer reported a ventilator with a backup alarm failure. The manufacturer's field service engineer could not duplicate this condition, but confirmed the reported problem in the device's event history. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report. The manufacturer's field service engineer replaced the cpu printed circuit board assembly to address and correct this event.